Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the battery status of this implantable cardioverter defibrillator (ICD) went from two and a half years remaining to elective replacement indicator (eri) status in a span of six months. A diagnostic data analysis indicated that the device has been depleting in a manner consistent with the low voltage capacitor advisory despite there was no low voltage faults has been declared. The device replacement and return for analysis was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device already explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery status of this implantable cardioverter defibrillator (ICD) went from two and a half years remaining to elective replacement indicator (eri) status in a span of six months. A diagnostic data analysis indicated that the device has been depleting in a manner consistent with the low voltage capacitor advisory despite there was no low voltage faults has been declared. The device replacement and return for analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery status of this implantable cardioverter defibrillator (ICD) went from two and a half years remaining to elective replacement indicator (eri) status in a span of six months. A diagnostic data analysis indicated that the device has been depleting in a manner consistent with the low voltage capacitor advisory despite there was no low voltage faults has been declared. The device replacement and return for analysis was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.